Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l73610, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. Product ID 8709, lot# l82263, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving hydromorphone 2 mg/ml at 0.55 mg/day and bupivacaine 4 mg/ml at 1.079 mg/day via an implantable infusion pump for non-malignant pain and spinal pain. It was reported the patient was undergoing a revision for a pocket seroma. It was noted the patient has a ligated catheter remaining from a previous procedure, which will be removed. The patient's current catheter will remain in use. The patient's medical history was unable to be obtained. Other medications the patient was taking were unable to be obtained. The event date was unable to be obtained. The patient status was reported as "alive - no injury." Additional information was received that it was unknown what troubleshooting was performed prior to the revision. The cause for the seroma was due to a cerebrospinal fluid (csf) leak from the old catheter that has since been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.